Manufacturer narrative:
The skull clamp involved in the event described according to customer feedback was carefully examined. It is not suspected that the two deviations found (slight play on the bow holder with the openlock mechanism locked and <1% deviation in the clamping force of the torque screw at the highest measuring point) led to or contributed to the described slippage. The maintenance cycle of one year specified in the product's instructions for use was exceeded by one year for the device in question. The deviations found here could not have gone undetected during the annual routine inspection and maintenance. As based on the findings from this inspection, no causal link can be established between the device and the event described, we suspect that maybe the pinning technique was not optimal, as described in the product's instruction manual (secure the patient's head to the skull clamp): "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline." The reporting party was requested to provide additional information on the event. This may be presented in a follow-up report once the information has been received.

Event description:
Customer informed us on (B)(6) that one of our products was involved in a case in which a laceration occured.